Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the needles of the proglide were unable to reach the anchor feet (deployment issue) with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Two proglide devices were also deployed successfully in another access site prior to the aaa. The proglde sutures successfully achieved hemostasis after the aaa in that access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issue referenced is filed under separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to fire was observed as a link detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the returned proglide device found that a guide break occurred. The proximal and distal guide was held together by the actuator wire.